Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the infusion set leaked insulin during use. The customer received an e4 occlusion error, and after he removed the infusion set, he noticed the self-adhesive was wet and the cannula was bent. He is unsure how long the infusion set leaked insulin before the error appeared, and he reported the cannula was bent due to not inserting it correctly. No adverse event was reported. The alleged product is not available to return for evaluation.